Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5118566/5142875/5143074. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5146413.

Event description:
It was reported that the patient was experiencing nausea and increased pain that radiated up into the base of the skull and down into the hips after the spinal cord stimulator was adjusted. It was also reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned to bsn.